Event description:
The customer reported that she had high blood glucose results while wearing a pod. It was worn on the back of her arm, so she could not see it, and she asked other people to check if the cannula was in place. They told her the cannula appeared to be in place, but she was unsure. She could smell insulin and the pod and her skin were wet. The pod was activated on (B)(6) 2013 at 5:31 pm. She reported the following history: date/time: (B)(6), 6:55 pm, blood glucose: 273 mg/dl, carbohydrate: 17g, bolus: 2.00u; 10:03 pm, 406 mg/dl, 0.90u; 3/6, 6:43 am 79 mg/dl; 10:35 am, 402 mg/dl, 3.00u; 11:57 am, 489 mg/dl, 45g, 7.55u; 12:31 pm, 474 mg/dl; 2:25 pm, 294 mg/dl; 4:30 pm, 341 mg/dl, 2.50u; 6:16 pm, 235 mg/dl, 11g, 3.50u; 8:30 pm, 428 mg/dl. At 10:00 pm, her blood glucose was 406 mg/dl. After a 3.90u bolus, she deactivated the pod.

Manufacturer narrative:
The returned device was evaluated and performed as designed during testing. No defect or deficiency that would have caused the cannula to fail to insert correctly or the pump to fail to deliver insulin were found. The customer reported that the cannula may have dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. It cannot be confirmed nor excluded through lab investigation. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery" and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery." It also warns: "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."